Event description:
It was reported the customer had several cracks on their insulin pump. The customer stated the cracks had been present for a while. Customer was advised their insulin pump was no longer water tight. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.